Event description:
During a percutaneous coronary transluminal angioplasty (ptca) / stent placement procedure performed in a hospital catheter lab, the gauge of merit's in4130 basix compak inflation device read 4 atm with no applied pressure. The balloon was overinflated during the procedure, separated from the stent, and embolized. The balloon was retrieved without incident. Another kit was used to finish the procedure with no add'l problems. There was no pt harm or injury.

Manufacturer narrative:
The returned subject device was received with the gauge needle indicating 4 atm pressure with no pressure applied. Pressure and vacuum were applied to the capped subject device after it was cleaned, primed with 15ml of fluid, and debubbled. The gauge needle responded to applied positive pressure and vacuum. When pressure or vacuum was released, the needle returned to the 4 atm mark. When tapped with moderate force on a hard surface, the needle did not returned to the "0" box on the gauge. With the exception of the needle offset of approx 4 atm, the unit performed as designed. Similar offset issues with the same type of devices have been shown to be caused by mechanical shock of the device or rapid depressurization. Review of the device history record for the subject lot revealed that 2 gauges were removed from the production lot during mfg for offset issues. No non-conforming conditions were identified for the finished product. No other incidents have been reported for this lot number (are there add'l complaints?). The positive pressure offset of the gauge results in pressures being applied that are lower, rather than higher, than the pressure indicated by the gauge. As the reported burst of a ptca balloon requires application of higher pressures, the positive offset of the gauge would not be reasonably expected to contribute to the reported bursting of the balloon.